Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that two patients recently experienced an infection. The patients were treated "well" and returned home. However, one of the patients visited an outpatient clinic and reported to have had underwear stained with "something". The physician found that the sealant was sticking out. One patient was reported to have been hospitalized and to have been under treatment.

Manufacturer narrative:
The information in this report has been determined to be duplicate information of MFR# 3004939290-2018-00646. Any subsequent information will be captured under MFR# 3004939290-2018-00646.